Event description:
An insurance agent called to report that one of respironics oxygen concentrators was allegedly involved in a house fire where a pt died of a heart-attack. Per the coroner's report, the pt had died prior to the fire. After repeated attempts contacting the insurance agent, only limited info was provided. There were no additional details provided regarding the type or sn of the unit. The allegation is that the unit malfunctioned and contributed to property damage. The unit is with the insurance company and it has yet to return for evaluation. If additional info becomes available, a follow-up report will be submitted.